Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the custom pack pressure relief valve on top of the pixie reservoir fell into the reservoir during cardiopulmonary bypass. White cap was taken off valve before case and valve was in place. Clinician only noticed valve was missing/floating in reservoir when vacuum was turned on during bypass and minimum to no suction was occurring. During this time, the patient's heart was still beating and started filling with blood because the vacuum assisted drainage from the reservoir was not effective. Patient came partially off bypass and anesthesia started ventilating the patient. A second clinician took a pressure relief valve from another custom pack was affixed in place to complete the case. Second vent was sealed with plastic tape, but since this was still not entirely effective, clinicians decided then to rely on gravity drainage for the reset of bypass. General flow rate was at a 2.0 index. There was no adverse effect to the patient.

Manufacturer narrative:
Product analysis: visual analysis of the returned pixie cardiotomy venous reservoir shows that the valve is loose inside the device. The lid was removed and was checked against the specification. The internal diameter of the pressure relief valve hole located in the lid was measured to be 0.298 inches using a plug gage. The specification is 0.302 +/- 0.005 inches. The thickness of the seating surface was measured to be 0.049 inches using a micrometer, specification is 0.049 + 0.002 / - 0.004 inches. Conclusion: the complaint of the pressure relief valve on top of the pixie cardiotomy venous reservoir falling into the cardiotomy venous reservoir was confirmed. The investigation concluded that the inner diameter of the pressure relief valve seat and thickness of the valve seat on the lid were within specifications. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.